Event description:
The surgeon inserted 4 pedicle screws after he inserted a cage between vertebral bodies, l4-l5. After that, he placed a rod on one side but the patient's condition turned to worse about that time and the surgery was discontinued. It seems there is no malfunction or failure in the instruments and implants. The patient deceased the next day. Additional information in the surgeon's opinion, the patient's vein was damaged during the surgery which caused the patient's demise. He wants to wait for autopsy report for accurate cause of death. No material is following for investigation.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
Complaint will be reported as adverse event. There is no indication that the depuy spine devices caused or contributed to the event. No reported malfunction or failure in the instruments and implants. There is no indication that the depuy spine devices caused or contributed to the event. In the surgeon¿s opinion, the patient¿s vein was damaged during the surgery which caused the patient¿s demise. All patient deaths reported to depuy spine in which depuy spine device(s) have been or were being implanted will be reported as MDR events regardless of causality. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.